Manufacturer narrative:
The report 3008988055-2025-00015 is being amended to add the correct the FDA coding for medical device problem, type of investigation, investigation findings and conclusions.

Event description:
It was reported "guidewire broke while inside patient when using laser. Surgeon removed the broken pieces. Potential issue with laser hitting guidewire causing breakage. -------------------------------------- what was the original intended procedure? : lithotripsy -------------------------------------- what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) ; -------------------------------------- therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation was concluded.